Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarm. The customer¿s blood glucose level was 200 mg/dl. The customer stated that troubleshooting was performed for the pump alarm and they received the open book image on the screen. The device will be returned for the analysis.

Manufacturer narrative:
Hardware low level failures confirmed in the downloaded history log due to a twi failure. Critical pump error not confirmed during testing. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. (B)(4).